Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out of range impedances of great then 3000 ohms. As a result, the procedure was completed with non-bsc products. No adverse patient effects were reported. The lead is not anticipated to be returned due to the patient's hiv-positive status.